Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that no insulin was observed when requesting a bolus. The customer's blood glucose (bg) level was 375 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.